Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels (300s mg/dl) for the past couple of days. Customer mentioned having gone through cancer treatment the past week, and was not sure if it had elevated bg levels. System check was performed with tandem technical support, and the pump performed as intended. Customer indicated that they are working with their healthcare provider to adjust pump settings. Recommendation was made that the customer discuss the effects of cancer treatment on bg levels.